Event description:
A customer reported experiencing a cartridge alarm 20, which did not cause their blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose. The customer attempted to load a new cartridge following the proper technique with assistance, but the alarm recurred, preventing successful resumption of insulin therapy. Technical support decided to replace the pump and advised the customer on using a backup therapy, multiple daily injections (mdi), to ensure continued insulin delivery. The customer was informed they would receive a replacement pump with updated software and instructions for its use, and they agreed to return the defective pump using a prepaid label.